Event description:
While testing this uterine manipulator for integrity prior to an ovatian cyst surgery, the scrub nurst noticed that the balloon inflation valve would not inflate, thus making it impossible for the balloon to inflate as well. A new package was opened to perform the procedure. There were no adverse patient consequences.